Event description:
Hospital reported they had a patient reaction after a procedure. Patient had swelling of the eyes and water blisters. Patient was sent to the emergency room. No additional information on the patient's condition was available.